Event description:
The customer stated that she was hospitalized, due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump passed the prime test. The high pressure test could not be performed because a tubing clamp was not available. The customer stated that she changed her infusion set and vial of insulin multiple times, but the high blood glucose levels persisted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.